Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The complaint was able to be repeatedly reproduced during the investigation with the watchdog triggering a restart due to failed imcgui communication additionally, the kbd communication intermittently failed. Known good 4 in 1 and compact flashes were swapped into ic10305. (The original 4 in 1 was the new design whereas the known good is the original design. Cables were also swapped for the new connector configuration.) The compact flash cards on a known good console did not trigger the failure mode. The cause of the issue was defective components. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) console was showing an unexpected shut down message and began shutting down with loud beeping . There was no patient involved.